Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not extend as intended and was not properly inserted in the infusion site (abdomen). No impact to the patient's glucose level was reported. As treatment, a new pod was successfully applied.

Manufacturer narrative:
Disregard the initial report. Review of the complaint determined that the event does not meet reportability criteria. Analysis of the provided information deems no evidence of serious injury, risk of serious injury or reportable device malfunction has occurred.